Manufacturer narrative:
Final analysis found an integrated circuit board anomaly which resulted in power supply anomaly. (B)(4).

Event description:
It was reported that after a lightning storm, the merlin.net transmitter would not turn on. The device was disconnected and reconnected but exhibited no power source. The device was returned and exchanged.